Event description:
Ous MDR. After an implantation time of about 1 month, it was reported to us that the lead is dislodged. The lead is not available for analysis.

Manufacturer narrative:
Ous MDR. The lead was not returned for an analysis. Thus, the analysis is based on the existing production documents. The manufacturing process of this device was reviewed. The manufacturing documents showed no anomalies that could be relevant to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.